Event description:
Caller reported a malfunction on the pump, leading to the customer¿s blood glucose level exceeding 500 mg/dl, although the specific value was marked as "high." The customer had not taken any action to resolve the high glucose level at the time of reporting, and no assistance from a third party was required. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.